Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set leakage at site. The issue occurred with four infusion sets. Moreover, the issue occurred on fourth day. No further information available.